Event description:
It was reported to manufacturer that the vns patient was experiencing pain with the vns device. Further follow up with the physician revealed that the pt experienced throat pain and voice alteration following implantation of the device. The physician opted to initiate stimulation by slowly ramping up the setting to attempt to achieve efficacy. Once at a certain setting, the pt was experiencing painful stimulation in the throat and voice alteration with stimulation. The physician attempted to increase the setting further, however, the pain was not tolerable for the pt. The pt was referred to an ent surgeon and was subsequently diagnosed with left vocal cord paralysis. The pt is being monitored by the surgeon and the device remains on at this time, with no plans to increase the settings for the moment. The physician reported that diagnostic testing is routinely performed and the device is functioning within normal limits.